Manufacturer narrative:
The complaint of "air coming into the dialysis unit" is inconclusive. Both the venous and arterial lumens were found patent to infusion. During hydraulic pressurization of the venous and arterial lumens no leakage from the catheter was observed. It is unk what type of device was attached to the catheter during dialysis treatment. The complaint incident could not be replicated in the laboratory setting. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) is not possible, as no manufacturing lot number info has been provided by the complainant.

Event description:
The catheter was placed on (B)(6) 2011. The dialysis treatment was performed two times through the catheter. On (B)(6) 2011, during dialysis treatment, air came into the dialysis unit. It was suspected that the air came from the niagara catheter. The catheter was replaced to the new one and the dialysis treatment was performed without any more problems. White cross inc's ethanol for disinfection (one shot plus p) was used to disinfect the catheter hub. The user checked the removed catheter but the catheter was unremarkable. The user would like to know whether there any damage on the catheter.